Manufacturer narrative:
Reporter occupation: anesthesia manager. PMA/510(k) #: not exempt, preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a cook retrograde intubation set was unable to be used for intubating a patient with a difficult airway. Ultimately, the procedure was able to be completed by "performing a tracheostomy". Additional information regarding the patient, device, and event has been requested but is unavailable at the time of this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that a cook retrograde intubation set (c-retro-6.0-50-38j-110) from an unknown lot could not be used to successfully intubate a patient with a difficult airway. No additional information regarding the failure mode was provided. Cook became aware of this event on 23jan2020 upon being notified by university of mississippi medical center. The procedure was completed by performing a tracheostomy. Adverse effects due to this incident are unknown. A review of documentation including the complaint history, device history record, instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be completed. However, a document-based investigation evaluation was performed. It was concluded that sufficient controls are in place to detect potentially related failure mode prior to release. The user facility did not provide lot information, however, a review of sales records to the user facility of the past three years narrowed the potential lot to ns7642697. A review of the device history record for lot ns7642697 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. Since there are no related nonconformances or other complaints from this lot, there is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use the retrograde intubation set is intended to assist in the placement of an endotracheal tube during difficult or emergency airway access procedures where visualization of the vocal cords is not possible secondary to secretion, blood and/or anatomic anomalies. Contraindications ¿ obscure cricothyroid anatomy. ¿ mass (i.e., goiter). Precautions ¿ this product is intended for use by physicians trained and experienced in retrograde intubation techniques. Standard techniques for retrograde intubation should be employed. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. It is possible that the patient¿s airway was too difficult to intubate due to variety of possible factors. However this cannot be confirmed without additional information. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.